Event description:
User facility reported upon removal of device from patient, user thought the needle was engaged in the safety mechanisms as a click was heard; nevertheless, the user sustained a needle-stick injury as the needle remained exposed. The user is believed to be receiving treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.